Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a "failed cassette" alarm. There was no patient involvement.

Manufacturer narrative:
H2) correction: h6: annex a code corrected from a1601 (device alarm system) to a0709 (device sensing problem). H6: annex g code corrected from g06001 (alarm) to g03012 (sensor). H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error "high alarm displayed: cassette not attached properly." Additionally, the pump alarmed "cassette not attached" when attaching and detaching the cassette. The cause of the customer reported problem was the inoperable downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and optical sensor, and the pump passed all functional tests and performed as intended after repair.